Event description:
During cystoscopy with left-sided ureteroscopy, laser lithotripsy, stone extraction and stent replacement, the laser tip broke at the tip leaving a small portion in the ureter. Bladder irrigated and drained multiple times. Fiber tip could not be identified on fluoroscopy. It is felt the fiber tip likely passed the ureter.